Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("shooting pain in my hip"), pain in extremity ("shooting pain in my hip and leg") and hypoaesthesia ("my leg is going numb"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, arthralgia, pain in extremity and hypoaesthesia outcome was unknown. The reporter considered arthralgia, hypoaesthesia, medical device removal and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, pain in hip, pain in leg and numbness in leg. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("shooting pain in my hip"), pain in extremity ("shooting pain in my hip and leg") and hypoaesthesia ("my leg is going numb"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, arthralgia, pain in extremity and hypoaesthesia outcome was unknown. The reporter considered arthralgia, hypoaesthesia, medical device removal and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, pain in hip, pain in leg and numbness in leg. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.